Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device has a speaker fault, alarm won't sound. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The investigation determined alarms were visual but not audible. No damages were observed during the inspection however a loose contact between the speaker and battery board likely resulted in the speaker not being audible. D.1 common device name was oximeter, is monitor, physiological, patient (without arrhythmia detection or alarms). D.4 the device was listed as catalog number 9664, actual is 4195 which is not a finished medical device.; UDI was (B)(4), actual is (B)(4). Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device has a speaker fault, alarm won't sound. No patient impact or consequences were reported.